Event description:
During the balloon-occluded retrograde transvenous obliteration procedure, while advancing a cashmere (crc140615-30/c15175, complaint product) in an unspecified microcatheter(progreat/terumo, 130cm), the physician noticed that the coil unraveled into the microcatheter. According to the physician, when the coil unraveled, physician never put additional force to pull it back, but it might have got stuck into the microcatheter. There was no resistance/friction during advancement of the coil through mc; however it is unknown if the coil system actually got stuck within mc that ultimately resulted in unraveled coil. It is also unknown what part of the mc the coil might have got stuck. Therefore, both the cashmere and the microcatheter were safely removed as a unit from the patient and the procedure was continued using a new product (crc140615-30, lot unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. It is unknown if the microcatheter was replaced or not. The vessel was mildly tortuous but the level of calcification was unknown. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The unintended detachment was not observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
Complaint conclusion: during a balloon-occluded retrograde transvenous obliteration procedure with mild vessel tortuosity and unknown calcification while advancing a cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc140615-30/c15175) in an unspecified progreat/terumo, 130cm microcatheter it was noted that the coil unraveled in the microcatheter. It was reported that when the coil unraveled additional force was never applied to pull it back. It was reported that there was a possibility that the distal tip of the coil got stuck within the microcatheter, and it might have caused the unraveling of the coil. Therefore, both the cashmere and the microcatheter were safely removed from the patient as a unit. The procedure was continued using a new product (crc140615-30, lot unknown). It is unknown if the microcatheter was replaced or not. The procedure was successfully completed with no further issues. There was no patient injury/complication reported. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no unintended coil detachment in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information was available. The returned coil was undamaged. No stretching to the coil was found. However, the tip coil section proximal, but adjacent to the tapered section of the resistive heating coil section was found to have multiple sections of buckling and compression. This gave the tip coil section a visual of snaking along its entire length and may appear to be a stretched coil as viewed by the naked eye. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and the surrounding upper edge has been fractured severely damaged. The locking mechanism has been damaged with compression and stretching of the sheath's material away from the surface. For testing purposes, the kinks in the core wire were reduced and the coil was back-loaded into the introducer sheath. Using an in-house 10 series microcoil system compatible microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. At no time did the coil become stuck inside the microcatheter nor did the coil stretch. There are two possible contributing factors to the field complaint. These contributing factors may have worked in tandem or separately producing similar results. The most likely primary root cause of the tip coils damage and the possible feeling that the coil may have become "stuck" inside the microcatheter as reported may have occurred when the microcoil system was first unlocked for use. Based on the analysis it appears that the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism becomes embedded inside the v notch of the resheathing tool and it appears that later the sheath caught the v notches edges farther back. This would then produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance causing the tip coil damage and may have prevented the coil from being advanced in the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines: "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger"; this is also shown diagrammatically. A secondary contributing factor to the field complaint may have been the selection of a non-compatible microcatheter (0.022"/0.025") that was used with a 14 series microcoil system. The incompatible microcatheter may have caused the tip coils snaking damage and may have prevented the coil from being advanced through the microcatheter as was implied. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines that "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications." "The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm)." The progreat microcatheters are available in two inner lumen sizes; either a 0.022" or 0.025". In addition, without the return of the unspecified progreat microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any other additional contributions to the complaint event. While most likely not complaint related, the resheathing tool was found to have been advanced over the proximal end of the green introducer. When the resheathing tool was retracted over this section, it caused mechanical sheath damage which opened up the skive allowing the core wire to protrude outside the sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines "...continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible..." The reported stretching of the coil was not confirmed; however, there was damage to the coil which gave it a continuous snaking and kinking appearance along its entire length which to the naked eye likely gave the appearance of it being stretched. Based on the analysis of the returned coil it appears that procedural factors including the unsheathing technique and use with a microcatheter not within the specified ID compatibility range as outlined in the IFU resulted in the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.